Manufacturer narrative:
This report is submitted on january, 2022.

Event description:
Per the clinic, the patient experienced an infection (treatment unknown) at the abutment site. The implant remains in-situ. Further information is being sought from the clinic.

Event description:
Per the clinic: the patient was treated with antibiotics (type, date and duration not reported) multiple times for the infection, however the issue could not be resolved. The patient was placed under general anaesthesia and the osseointegrated implant was explanted on (B)(6) 2022.